Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site # (B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, (B)(4) technology center site # (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic technician reported a capsule tag during laser assisted cataract surgery. Follow up information received stated there was a tag and a possible tear occurred in the right eye. A vitrectomy was not required.

Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).